Manufacturer narrative:
(B)(4); following receipt of new information this event will be further updated.

Event description:
Boston scientific received information that this device exhibited a charge time error via tonal annunciation. Data review confirmed the error code with a suggested root cause of a hardware malfunction. The error was triggered during a single attempted electrode impedance measurement; however, all subsequent impedance measurements were normal. The device is currently exhibiting normal impedance, battery, and battery current measurements and all past capacitor measurements were normal. Engineering recommendations at this time is product replacement. To date, the unit remains implanted and in service with an estimated replacement to be next month. No resulting adverse patient effects.

Manufacturer narrative:
(B)(4) following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device exhibited a charge time error via tonal annunciation. Data review confirmed the error code with a suggested root cause of a hardware malfunction. The error was triggered during a single attempted electrode impedance measurement; however, all subsequent impedance measurements were normal. The device is currently exhibiting normal impedance, battery, and battery current measurements and all past capacitor measurements were normal. Engineering recommendations at this time is product replacement. To date, the unit remains implanted and in service with an estimated replacement to be next month. No resulting adverse patient effects. Subsequently, this device was explanted and returned for laboratory analysis. No resulting adverse patient effects during the revision procedure and replacement was confirmed with another sicd product.

Manufacturer narrative:
(B)(4) ; upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. External visual inspection noted no anomalies. A review of device memory was performed, which confirmed the device recorded a single charge timeout alert while implanted. The charge timeout alert occurred when this device attempted a lead impedance measurement but the capacitor voltage had not reached its decreased target value in a prescribed amount of time. The alert was unable to be reproduced in the laboratory setting during device testing. We suspect an incorrect measurement reading as a result of micro-contaminant between adjacent connection components on the hybrid circuit. Next, the device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. This issue does not impact high voltage charging or shock therapy delivery, only the device's ability to measure impedance measurements. Sq-rx devices are no longer being manufactured. The newer generation devices have hardware and firmware design changes to mitigate the possibility of the above-described behavior.

Event description:
Boston scientific received information that this device exhibited a charge time error via tonal annunciation. Data review confirmed the error code with a suggested root cause of a hardware malfunction. The error was triggered during a single attempted electrode impedance measurement; however, all subsequent impedance measurements were normal. The device is currently exhibiting normal impedance, battery, and battery current measurements and all past capacitor measurements were normal. Engineering recommendations at this time is product replacement. To date, the unit remains implanted and in service with an estimated replacement to be next month. No resulting adverse patient effects. Subsequently, this device was explanted and returned for laboratory analysis. No resulting adverse patient effects during the revision procedure and replacement was confirmed with another sicd product.